Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message during testing was confirmed. A bias current message is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This will cause the console to turn off the drill. In case the user manually overrides the error, there is the potential for run on to occur. A damaged motor circuit issue is the probable cause for the bias current message.

Event description:
During service at the manufacturing facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During service at the manufacturing facility, it was reported that the universal drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.